Event description:
On 12/9/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 12/7/24. The user's bg level dropped below 40 mg/dl, leading to unresponsiveness and near loss of consciousness. The user's mother's boyfriend called ems, who administered glucagon and monitored the user until their blood glucose began trending back within range. The user declined hospital admission. The event lasted for a couple of hours, and the user has been off the ilet system since (B)(6) 2024. They reported no current issues and requested assistance with a supply change. The customer care agent assisted with the change and insulin delivery resumed with no issues.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.